Manufacturer narrative:
(B)(4). Product not yet returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).

Event description:
Consumer complaint of blood result reading of "hi". Customer will test her non-diabetic friend and will seek medical attention if meter is reading in a normal range.